Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 305106. Batch#: 3144657. It was reported by customer that sample needle would not allow to push through the med information regarding this report was provided by a (B)(6) medical specialist, (B)(6) (phone: (B)(6) who contacted medical information via phone on 30apr2024 after speaking to the reporter, the office manager, on 30apr2024. The reporter stated that on an unknown date, the office had two eylea hd sample vials of which upon attempting to administer the dose, the needle would not allow for the medication to push through for either. The affected product is available for retrieval. No adverse event or missed dose was reported as a result of the reported event. No additional information is available at the time of this report. Verbatim: complaint received via email(s). Rcc received a complaint via email. Bd catalog number:305106. Batch number: 3144657. 1. Could you provide a photograph that includes the lot number? No a. If yes, would you please send it to (B)(6). 2. Were non-supplied components used in preparing/administering the dose? Unknown. A. If yes, what was used? (Brand & item #). 3. Was the tamper evident seal present on the carton? Unknown. 4. Was the tamper evident seal intact when the product carton was received? Unknown. 5. Was the shipping container damaged? Unknown a. If yes, what part of the shipping container was damaged? 6. Was the product carton damaged? Unknown a. If yes, what part of the carton was damaged? 7. When was the difficulty noted: while injecting the dose. 8. Was the dose withdrawn into the syringe in advance and stored? Unknown. A. If yes, was a needle attached to the syringe? Unknown. B. If yes, what temperature was the syringe stored at and how long was the syringe stored prior to administration? Unknown. 9. Was the blue safety cap present on the vial when the carton was received? Unknown.

Event description:
Additional information received: ¿ date of event: 01may2024, ¿ please confirm whether there was any patient impact. No. Material #: 305106, batch#: 3144657. It was reported by customer that sample needle would not allow to push through the med information regarding this report was provided by a regeneron medical specialist, (B)(6) who contacted medical information via phone on (B)(6) 2024 after speaking to the reporter, the office manager, on 30apr2024. The reporter stated that on an unknown date, the office had two eylea hd sample vials of which upon attempting to administer the dose, the needle would not allow for the medication to push through for either. The affected product is available for retrieval. No adverse event or missed dose was reported as a result of the reported event. No additional information is available at the time of this report. Verbatim: complaint received via email(s) . Rcc received a complaint via email. Bd catalog number:305106, batch number: 3144657. Sample needle would not allow to push through the med information regarding this report was provided by a (B)(6) medical specialist, (B)(6) who contacted medical information via phone on 30apr2024 after speaking to the reporter, the office manager, on 30apr2024. The reporter stated that on an unknown date, the office had two eylea hd sample vials of which upon attempting to administer the dose, the needle would not allow for the medication to push through for either. The affected product is available for retrieval. No adverse event or missed dose was reported as a result of the reported event. No additional information is available at the time of this report. 1. Could you provide a photograph that includes the lot number? No a. If yes, would you please send it to product.complaints@regeneron.com 2. Were non-supplied components used in preparing/administering the dose? Unknown a. If yes, what was used? (Brand & item #) 3. Was the tamper evident seal present on the carton? Unknown 4. Was the tamper evident seal intact when the product carton was received? Unknown 5. Was the shipping container damaged? Unknown a. If yes, what part of the shipping container was damaged? 6. Was the product carton damaged? Unknown a. If yes, what part of the carton was damaged? 7. When was the difficulty noted: while injecting the dose 8. Was the dose withdrawn into the syringe in advance and stored? Unknown a. If yes, was a needle attached to the syringe? Unknown b. If yes, what temperature was the syringe stored at and how long was the syringe stored prior to administration? Unknown 9. Was the blue safety cap present on the vial when the carton was received? Unknown

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needle would not allow medication to push through. To aid in the investigation, two samples with no packaging blisters and two photos were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. The two photos provided show the samples received. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305106, lot 3144657. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.